Manufacturer narrative:
(B)(4). Medical devices: 180551, comp lk scr 3.5hex 4.75x20 st, 731520; 180557, comp nlk scr 3.5hex 4.75x15 st, 452670; 115382, comp rvs cntrl scr 6.5x30mm st, 877000; 010000589, comp rvrs 25mm bsplt ha+adptr, 246500; 115370, comp rvs tray co 44mm, 848480; 113618, comp primary stem 18mm micro, 661170; xl-115363, arcom xl 44-36 std hmrl brng, 478500; 405889, comp rvs 2.7mm dia drl, 055780; 115310, comp rvrs shldr glnsp std 36mm, 933470; 180557, comp nlk scr 3.5hex 4.75x15 st, 452670; 405800, comp. Rev shldr 9 in steinmann, 132910; 180551, comp lk scr 3.5hex 4.75x20 st, 731520; 180551, comp lk scr 3.5hex 4.75x20 st, 664220; 405883, comp rvs 3.2mm drl, 04_310; customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03159; 0001825034 - 2018 - 03161; 0001825034 - 2018 - 02448; 0001825034 - 2018 - 02449.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right shoulder arthroplasty. Subsequently, the patient was revised due to a central screw fracture, a loose glenosphere, and screw migration. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent right shoulder arthroplasty. Subsequently, the patient was revised due to a central screw fracture and a loose, disassociated glenosphere. During the revision, it was found that the screws had migrated and cut out the posterior glenoid. The patient was converted to a hemi-arthroplasty. Attempts have been made and additional information on the reported event is unavailable.